Event description:
Patient was here for a routine outpatient heart cath. Patient had highly calcified vessels. At the very end of the procedure, cardiologist deployed a perclose proglide closure device into the right femoral artery to help with closure of the vessel since the procedure was complete. Noting a lot of resistance per provider when trying to deploy the perclose, as several attempts were made to remove the device, the perclose broke in half and part of it was in the right femoral artery. Vascular surgeon was paged and the decision to take the patient urgently to operating room was made to remove the foreign object. He did have acute blood loss anemia due to complication; however no blood transfusion was necessary. Patient was discharged (B)(6) 2019 to inpatient rehab for additional recovery.